Manufacturer narrative:
The product analysis result indicates that it could not verify the customer complaint regarding overheating because the handpiece was not running. There was foreign material built up on nose bearing assembly and had motor failure. Removed the foreign material and replaced with new nose bearing assembly motor/cable. The item was repaired cleaned and tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that during testing a device overheated. There was no patient impact.